Event description:
Please see event description below for more details: during the af/pfa procedure using navx mode and non-(B)(6) catheter (farawave), the cardiac index worked as expected initially. However, after about 10 minutes the cardiac index looked off and on fluoroscopy and ice, it was noted that the catheter was floating, but there was >8% change from baseline on all splines. The spline % was changing but still reading blue contact. The patient was in af, had portions of hypotension related to anesthesia, and was not paralyzed. The patient was tachypneic (heavy breathing) for the duration of lesions. Respiratory baseline was not collected after going to the la and stabilize pfa was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).